Event description:
Customer experienced discrepant sodium results. Exact number of samples impacted not provided. Three patient examples were provided. Patient 1, initial result 123 mmol/l, repeat 132 mmol/l. Patient 2, initial result 131 mmol/l, repeat 141 mmol/l. Patient 3, initial result 133 mmol/l, repeat 144 mmol/l. The user indicated they issued corrected reports. Patients were not adversely affected. The field service representative determined debris inside the mixtower to be the cause and replaced the mixtower. He noted he also replaced the ise tubing and probe b. Performance tests were performed.